Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Visual examination of the provided picture identified the explanted components on the surgical table covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the cup loosening. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 2 years post implantation due to infection and loosened cup. The head, liner and 5 screws were all explanted. Tissue samples were taken and the wound was closed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00620206420 item name shell porous with multi holes 64 mm lot# 62526380 00631006436 item name liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 64 mm o.d. Shell lot # 63631271, 00-6250-065-30 item name trilogy bone scr 6.5x30 lot # j6911764, 00-6250-065-40 item name trilogy bone scr 6.5x40 lot # 64302116, 00-6250-065-20 item name trilogy bone scr 6.5x20 lot # 64246318, g2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02288, 0001822565-2023-02301, 0001822565-2023-02305, 0002648920 - 2023 - 00227, 0002648920 - 2023 - 00228. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.